Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, customer experienced an 'update failed' message on the screen. There was guidance to try restarting the system but they were not able to shut the system down. Customer stated they had started the update the previous day. The customer did a power cycle and an emergency power off (epo) of the entire da vinci system. The failed updated message still appeared prompting to restart the system. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse programmed all components to correct software level to resolve the issue. No part replacement was required. The system was tested and verified as ready for use.